Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds since (B)(6) of last year associated with a simultaneous rise in impedance. High impedance was noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.